Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were loading very slowly after deployment and then spitting out to the side. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.